Event description:
Customer reported via phone call to have high blood glucose of 362 mg/dl and found that cannula was bent. Customer was advised that tubing clamp would be sent in order to continue troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.